Event description:
When the fielder xt guidewire was advanced to cross the heavily calcified cto lesion of sfa, tip of the guidewire was trapped by the lesion and broken off. Separated distal portion was not returned, contact to the facility was made for disposition of the separated portion, any treatment taken to the pt, the sequelae of the pt, however, no info has been available as of the date. It is highly supposed that the separation potion is left in the pt anatomy.

Manufacturer narrative:
Investigation of returned device revealed that the core wire of the guidewire was broken off at approx 25mm for tip end, coil wire was at approx 110mm from tip end after long elongation to distal direction. Sem observation revealed the trace of breakage by rotational force at the core wire breakage site, while pull-apart breakage for the coil wire. Lot history review revealed no anomaly relating with the reported event. With the obtained info and the outcomes of the investigation, it is inferred that excessive rotational manipulation might be applied to the guidewire, of which distal end was caught in the heavily calcified cto lesion, resulting breakage of the core wire of the guidewire due to the accumulated rotational force that exceeded the product design limit, the coil was pulled apart along with removal manipulation to the guidewire.